Event description:
It was reported that stent damage occurred. A 20 x 3.00mm promus premier¿ drug-eluting stent was selected to treat the target lesion but failed to cross the lesion and deterioration of the stent struts were noted.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).